Event description:
False negative result. Customer stated that they relied on a negative result. Next day, was no better, went to doctor and was positive for the flu. Can't trust this test.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.